Event description:
It was reported that during the implant attempt, the physician tried to reposition the lead and retracted the helix. When the lead was removed from the body to check if there was some tissue on the helix, the physician noted the helix was stretched out. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and the helix was distorted/bent. It was noted that there was blood in/on the helix mechanism and the lead appeared damaged at implant.